Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right ventricular (rv) lead, a perforation was confirmed by a computerized tomography (CT) scan. A pericardiocentesis was performed for the pericardial effusion. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.